Event description:
It was reported the lead was explanted due to oversensing, high impedance > 2000 ohms, and inadequate therapy. It was also reported the stylet could not be pushed forward. No patient complications have been reported as a result of this event.